Event description:
It was reported PICC placed, about a week after insertion leakage observed at exit site. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr1637 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported PICC placed, about a week after insertion leakage observed at exit site. No other information was provided. Additional information received: securacath was used. The line has been trimmed in an attempt to perform line exchange- but failed due to occlusion at 43cm mark. The line has only been used for parenteral nutrition.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be due to catheter kinking. One 4 fr powerpicc solo catheter with a needleless injection cap was returned for evaluation. An initial visual observation showed the catheter had several kinks and adhesive observed along the catheter distal of the molded joint up to the 5 cm depth marker, likely from the securement process. Use residues were observed throughout the catheter. A functional test of flushing water through the catheter using a 12 ml syringe proved the catheter to be patent to infusion, and the leak was subsequently revealed at the 6 cm depth marker. A microscopic observation revealed the split to be longitudinally aligned with a smooth fracture surface. The split was also observed to be at the corner of a kink in the catheter. Whitening around the outside edges of the split were observed. A leaking catheter complaint was confirmed based on the evaluation of the returned device. Further evaluation of the split revealed the cause to likely be due to kinking from the catheter securement method. Because of the numerous kinks observed at the proximal end of the catheter, there is evidence to support catheter fatigue due to kinking. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.